Event description:
It was reported that an uromatic easy flow ultra-set leaked. The patient was connected to the set with one of the two bags infusing. The second bag was replaced; the bag was hung, the tip protector was removed and the spike was inserted into the valve sheath. The leak occurred at the spike connection immediately after connection. The staff member got ?drenched? With glucose. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The actual set was not returned for evaluation; however, a reserve sample was used for analysis. Leak testing could not confirm a defect with the set. Should additional relevant information become available, a supplemental report will be submitted.